Event description:
It was reported that the patient had her device replaced a month ago. The patient was in a lot of pain for quite a while ¿from the box in her hip.¿ the patient stated that she ¿turned one way or something and she felt like somebody stabbed her.¿ it would hurt so bad the patient would scream and it was almost like an electric bolt going through her. The patient thought by replacing the battery it was going to be over because the pain started a year before the device was replaced. The patient stated the healthcare provider (hcp) did not explain why she had pain and told her it could be because ¿the battery in there was not working.¿ the patient stated that the day prior to the report around noon she bent over to tie her shoes and had a shock go through her hip. The patient stated that it was like shocking and it stayed there bothering her, but not as severe. The patient described the pain as a continuous discomfort. The patient noted that she had had unrelated back surgeries and thought that her pain was the result from the back surgeries. However, the patient went on to state that ¿this was too familiar with the way it was before she had her battery change and she thought it had something to do with her unit.¿ the patient had not notified her hcp yet and last saw her hcp two to three weeks after the replacement surgery when she had no pain. The day prior to the report was the first time the pain returned and ¿last night¿ she could hardly walk. The patient did not have any falls and was still in pain on the day of the report. The patient also noted that she had no stimulation sensation, but stated ¿she got so used to it that she could not tell if she felt stimulation before.¿ the patient never tried changing any programs and was assisted in verifying her stimulation was on program 1 at 2.1, later stating it was 2.5. The patient also got a message on the programmer stating ¿your patient programmer and implant were not synchronized¿ on the day of the report. The patient was able to change to program 2 at 1.0 and felt stimulation comfortably with no pain. The patient stated that ¿this was great, she really thought it was going to work and it felt really good.¿ the patient stated that on program 1 she had pain over her ¿box¿ and felt no vibration, but on program 2 felt vibrations and had nopain. The patient intended to stay on program 2 over the weekend and would try other programs because she wanted to try all four. About two and a half weeks later it was reported that the patient was ¿dying in pain on the left side where her lead wire was.¿ the patient stated that this started ¿about a week ago¿ and began on her right side, which was the cause for her previous report. The pain moved from the patient¿s right side to her left ¿about two weeks ago.¿ the patient¿s device had given her problems since implant. The patient took six days to be able to function and it hurt at the implant site, mainly on her right side where it was put in. The patient had no energy after implant and stated that it was nothing like the first one. The patient stated that the first implant did not bother her at all. The patient had no falls or trauma and stated it felt like shocks or electricity were going through her. The patient noted that it had been constant since it was put in. The patient stated that she got pain relief for ¿about a week¿ after making the adjustment in the last report, but then the pain came back. The patient mentioned it made her leg hurt. The patient was assisted with using the patient programmer and saw the stimulation off icon on program 3 at 1.8 volts. The patient stated that she turned stimulation off ¿just now¿ and noted that she was on program 4 the day prior to the report and still had pain and shocking. The patient wanted to turn stimulation back on because her urinary and fecal incontinence would return. The patient had not tried program 3 yet and increased slowly to 1.7 volts where she felt it comfortably. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0buzm, implanted: 2013-(B)(6), product type lead. (B)(4).